Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a distal portion of the lead nwas received measuring 49 cm. The inner insulation of the lead developed a breach due to mio (metal ion oxidation) while in vivo. Concomitant: 4568-53 implantable pacing lead implanted: 2001-(B)(6): 694965 implantable implantable tachy lead, implanted: 2005-(B)(6), 419488 implantable pacing lead, implanted 2005-(B)(6). (B)(4).

Event description:
It was reported the right ventricular (rv) lead exhibited high thresholds and poor sensing. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.